Event description:
The customer reports there was no image on the end room monitor.

Manufacturer narrative:
The ge svc rep assisted the in house biomed to troubleshoot, and replace the bad fuse f3 to restor power.